Event description:
The plaintiff's atty alleged that the patient experienced a cardiovascular event on (B)(6) 2007, after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs # 1225714-2014-02641 and 1225714-2014-02642.